Event description:
It was reported: an acute pericarditis with evidence of right atrial lead perforation ( viewed on chest CT, with elevated atrial lead capture threshold). The patient was hospitalized for 3 days with a favorable evolution under anti-inflammatory drugs and colchicine.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.